Manufacturer narrative:
The pump was returned to animas. The keypad buttons did not activate desired pump functions when pressed during eval. The "down" key contact was found to be inverted and stuck. The "down" key was repaired to program the pump for insulin delivery testing and the pump was found to be delivering insulin accurately. The display lens was cracked and damaged. It is not known how the pump's display screen broke and it is also not known what issue the pt's mother detected with the pt's insulin dosage or how the issue occurred.

Event description:
On (B)(6), 2010, the distributor contacted animas alleging that the subject pump's display was black in color and broken, that the pump was infusing the incorrect amount of insulin and that keypad button presses did not activate desired pump functions. On an unspecified date/time, the pt's mother claimed she noted something wrong with the dosage administered by the pump and the pt reportedly passed out soon afterwards due to hypoglycemia. It is not known what type of medical intervention, if any, the pt rec'd after he passed out. The pt's mother stated that the subject pump's display broke when the pt passed out. The pt's mother also stated that the up and down arrow buttons on the keypad were not responding when pressed. It is not known when the alleged issue with the keypad began. This complaint is being reported because the pt reportedly "passed out" after the alleged issues with the subject pump began.